Manufacturer narrative:
Corresponding author declined request to provide additional detail information regarding the adverse events reported.

Event description:
An article published in the journal of surgical oncology, 23 october 2020: "safety and feasibility of initiating a hepatic artery infusion pump chemotherapy program for unresectable colorectal liver metastases: a multicenter, retrospective cohort study." The study included patients from 2003-2017 and included pump-related adverse events. These events may or may not have been reported to the FDA in previous MDR reports. Pump-related adverse events that were reported include: pump pocket (n=14), infection (n=7), hematoma (n=2), migration (n=2), unspecified (n=2), hepatic arterial system (n=10), thrombosis (n=2), incomplete perfusion (n=4), bleeding (n=4), catheter (n=3). Long term complications reported include: biliary sclerosis (n=13), other (n=4), duodenal ulcer (n=1), delayed pump infection (n=2), pump flipped requiring reoperation (n=1).

Manufacturer narrative:
Intera oncology purchased the rights to the codman hepatic artery infusion pump january 2020. The adverse events reported in this article occured from 2003-2017. Intera reviewed the past complaint data and was unable to determine if any of the complaints were previously reported to the FDA. Intera contacted the corresponding author for the report for aggregate information for reporting. The corresponding author declined to provide further information. This report is being made in accordance with MDR guidance section 4.16.2. Event codes are attached to this submission. If intera obtains more information about these events from either the corresponding author or other authors, a supplemental report will be filed. The complications reported in the article are known complications of the device or of fudr treatment. Known adverse events of hepatic artery infusion reported in the IFU include: catheter thrombosis, bolus path occlusion, vessel thrombosis, pump dislodgement, seroma, or recurrent hematoma, infection, extravasation, catheter shear, dislodgement or leakage, and migration.

Event description:
An article published in the journal of surgical oncology, 23 october 2020: "safety and feasibility of initiating a hepatic artery infusion pump chemotherapy program for unresectable colorectal liver metastases: a multicenter, retrospective cohort study." The study included patients from 2003-2017 and included pump-related adverse events. These events may or may not have been reported to the FDA in previous MDR reports. Pump-related adverse events that were reported include: pump pocket (n=14), infection (n=7), hematoma (n=2), migration (n=2), unspecified (n=2), hepatic arterial system (n=10), thrombosis (n=2), incomplete perfusion (n=4), bleeding (n=4), catheter (n=3). Long term complications reported include: biliary sclerosis (n=13), other (n=4), duodenal ulcer (n=1), delayed pump infection (n=2), pump flipped requiring reoperation (n=1).